Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were no drops of insulin seen out of the end of the tubing during fill tubing. Reportedly, the luer lock connection was loose. The user disconnected and reconnected the luer lock connection successfully. Additionally, it was reported that an occlusion alarm occurred. The user changed the infusion set prior to the report. There was no impact to the user's blood glucose level.